Manufacturer narrative:
Philips service rebooted the system successfully; no further action taken. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system shut off unexpectedly during diagnostic use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.